Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that the patient had their device explanted because the therapy was ineffective in pain relief and the patient wanted the device explanted. Reprogramming had been performed. The cause of the lack of therapeutic effect was not determined but it was noted that it may have been due to disease progression. The patient had turned their stimulator off for some time to see if it was helping or not. With the stimulation off they realized they had the same amount of pain. The patient outcome was listed as "alive - no injury" at the time of the report.